Manufacturer narrative:
(B)(4). The device was returned with the blade tip broken off returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #ni.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was used for hemostasis and transection of tissue. The blade of the device broke off and was fell into the abdomen during the first activation on the tissue. The broken blade is attached with the device returned. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.